Event description:
It was reported that low thresholds were observed on the rv lead. The rv lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.